Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary angiogram procedure. Reportedly, the lever was closed to retract the foot of the proglide and an attempt was made to remove the proglide from the patient anatomy; however, the proglide device was stuck and it seemed as though the foot of the device hadn't retracted completely. The device was pulled with some force and was able to be removed. No tissue damage was noted. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment. The reported difficulty closing the foot could not be confirmed as the foot closed with no difficulties during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties closing the foot and removing the device could not be determined. Factors that contribute to difficulty removing the device and foot retraction issues include, but not limited to, tissue or suture caught in foot, or device edges catching the femoral vessel wall. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Manufacturer narrative:
Date of event is estimated. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide device became stuck in the patient anatomy. The method of retrieval of the proglide and method of hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.